Event description:
The facility representative contacted baxter to report an infusor that when the device is turned on it stops when it gets to the bolus. A nondelivery occurred. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during programming/set-up in the operating room. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty mpu (microprocessing unit) board. The mpu board has been replaced. Additional: a service history review has been performed and the device has not been previously serviced prior to this event. Baxter has performed a device history review and there were no observations noted during the manufacturing of this product.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.